Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 500 mg/dl). Syringe boluses, pump boluses and an increased basal rate were used to address the bg level. Tandem technical support had the customer perform a pump system check and no device issues were observed. The customer stated that there was scar tissue in the area of the infusion set site and would be changed.